Manufacturer narrative:
Initial and final (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five events where patient did not insert the infusion sets in a correct way on (B)(6) 2025. Infusion sets were used for less than 14 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10364. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010324, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010324 was manufactured according to the work instruction (wi) version 120 in the line 10, on 18/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4l01242 was manufactured according to the form version 12 and manufactured in the machine igtl01, on 12-nov-2024, with a total of (B)(4) units. The lot 4l03333 was manufactured according to the form version 02 and manufactured in the machine itl03, on 19-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.